Event description:
In 2005 following the performance of a therapeutic ercp performed on a pt (age and gender unk), the device was inserted along a jagwire. The physician held a calculus in the device basket and then connected an alliance inflation device for lithotripsy to the device. The doctor crushed about two thirds of the calculus and then tried to crush the calculus again however the tip of the device basket detached. The physician then placed a flexima stent and the procedure was finished. In 10 days later the physician performed another ercp on the pt in an effort to crush the calculus. During this procedure, another calculus was found in the pt's gallbladder, in addition to the basket tip that had detached 10 days previous. The physician subsequently (date unk) performed a surgical procedure and successfully removed both the calculus and the device tip from the pt's gallbladder. The complainant indicated that there was no adverse affect on the pt as a result of the report malfunction.